Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms were noted during testing. No cycling, ramping numbers on their own or scrolling bar moving anomalies were noted. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she was trying to bolus when the numbers on screen started scrolling, the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 330 mg/dl. The call dropped and when she called back; she reported that her most recent blood glucose was 450 mg/dl, she had to go to the urgent care and was given a syringe. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.